Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered monophasic pulse) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The shorted igbts allowed high voltage to travel to low voltage circuitry, damaging multiple components. Additionally, the monitor displayed a service code 204 (belt/monitor unusable) the cause for the service code was isolated to a shorted u409 can transceiver on the computer/analog board. The root cause for the shorted igbts and u409 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a monophasic pulse during testing at the distributor.